Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data through abbottlink. The median population result for lot 31227fn00 is comparable with all other lots in the field and falls within established baselines. Based on the investigation, no systemic issue or deficiency for lot number 31227fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that repeat (B)(6) architect hbsag qualitative ii results were generated for patient sample ID (B)(6) on (B)(6) 2021. (B)(6) confirmatory testing was performed and confirmed (B)(6). A new sample was drawn on (B)(6) for hbv dna testing which was (B)(6). This sample was not tested for hbsag. The customer received a complaint regarding the (B)(6) result on (B)(6) 2021. The sample collected on (B)(6) 2021 was tested on the architect generating a (B)(6) result which matched hbv dna and patient history from 2019. The sample collected on (B)(6) 2021 was retested on the architect and alinity analyzers generating (B)(6) results. In conclusion, sample collected on (B)(6) 2021: all results on both alinity and architect were (B)(6). Sample collected on (B)(6) 2021: all results on both architect and hbv dna were (B)(6). A sample related issue with the sample collected on (B)(6) 2021 could not be ruled out. Data provided: (B)(6) 2021; hbsag (1st run): (B)(6); anti-hbs (B)(6); hbsag (2nd & 3rd run): (B)(6); hbsag confirmatory: (B)(6); (previous history 2019 - hbsag ((B)(6)), anti-hbs (B)(6). On (B)(6) 2021: hbv dna (B)(6) (new sample) hbsag (B)(6) anti-hbs (B)(6). No adverse impact to patient management was reported.